Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 25mm amplatzer cribriform occluder was selected for implant in the patient. When the physician was deploying the device, the left side disc appeared to be deformed. The physician decided not to release the device and removed it from the body of the patient. The device was exchanged for a new 25mm amplatzer cribriform occluder and it was deployed and implanted without incident. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure.

Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, a bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.